Event description:
The customer reported the water channel of the evis lucera elite gastrointestinal videoscope was still dirty after reprocessing. The issue was found during maintenance prior to a diagnostic procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material in the adhesive part of the bending section cover. Also, evaluation found there was no water flow due to blockage of the tube, the charged coupled device lens was broken, the bending section cover adhesive was broken, the light guide lens was broken, the universal cord was crumpled, the insertion tube and image guide protector were damaged, the bending section cover was leaking, the image had white dots, and there was evidence of flooding in the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation information. Additional evaluation found the air/water channel was clogged with a foreign object. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material could not be identified and a definitive root cause of the water channel fouling after reprocessing, foreign matter on the bending section bond and foreign material in the air/water channel could not be determined, however, the issues were likely the result of the observed leak in the bending section, resulting in the reprocessing not being performed properly. The event may be detected/prevented by following the instructions for use section which state: ¿- inspection of the endoscope¿ ¿- if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin ¿to solidify and it may be difficult to effectively reprocess the endoscope¿. Olympus will continue to monitor field performance for this device.